Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-00708, 1627487-2019-00710. It was reported the during a lead revision on (B)(6) 2018 (ref: 3006705815-2019-00190, ref: 3006705815-2019-00189), the patient stated that they had pain at the ipg site. As a result, the ipg was repositioned and anchors were replaced.

Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2019-00708, 1627487-2019-00710. Additional information identified that the pain resolved. The anchors were replaced per doctors request. There were no allegations against the anchors.